Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 27 mg/dl. The customer stated that she was reading a book and started to feel funny. The customer stated that her blood glucose was in the 20's mg/dl and ems called and she stated that she was seeing things. The customer stated that her blood glucose constantly went up and down. The customer was assisted with changing her carb ratio.